Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the damaged oxygen sensor, which resolved the reported issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator had a damaged oxygen (o2) sensor. There was no patient involvement.